Event description:
During an unspecified procedure, it was difficult to deflate the balloon of the liberte monorail stent delivery system deflation was successfully achieved , however, stickiness was reported after deflation. The procedure date for this complaint is unknown